Event description:
During a percutaneous transluminal angioplasty there was a balloon rupture. The target lesion was superficial femoral artery (no information which one was treated). There was moderate calcification, slight vessel tortuosity and 100% stenosis. A bsj balloon (4mm8cm) pre dilated the lesion and a wallstent was deployed. A pf-p3 balloon was used for post-dilation however the balloon ruptured at 8 atmospheres. The ruptured balloon was removed with the guide wire not loosing its position. A bsj balloon was inserted and lesion was post-dilated successfully. There was no pt injury. This product has been returned for evaluation and testing. However the engineer's report is not yet complete.